Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) as well as a historical trending analysis were conducted during this investigation. E2 is being corrected. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. A definitive root cause could not be determined. However, based on the results of the investigation, it is believed that applied stress caused the reported failure. If excessive force was applied to the subject device, it could have caused the cable to short-circuit, leading to the reported failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's error message could not be confirmed. However, the image would not appear on the display because the cable had been shortened. Additionally, the rear cover packing was chipped and the label was faded. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the 4k autoclavable camera head due to an unspecified error code appearing during preparation for use. Then once returned to olympus, the service center discovered that the an image would not appear because of a shortened/damaged cable. This report is being submitted to capture the shortened/damaged cable. There was no patient harm or consequence reported as a result of this event.